Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.

Event description:
It was reported that the images produced were dark. The field engineer noted that the system was unable to display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.